Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette became disconnected from the transfer set. The patient was connected at the time of the event. This occurred during dwell three of three of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.